Manufacturer narrative:
The patient cassette was replaced and sent in together with a set of device logs. The returned patient cassette was visually inspected. Residues of soda lime from the co2 absorber could be seen on the expiratory one way valve seat. The patient cassette was simulate use tested in a laboratory environment. The reported fault could not be reproduced. The received logs contain clinical and technical alarms confirming the difficulties in ventilating the patient. The logs indicate that the expiratory one way valve in the patient cassette may have been at least semi-blocked on a few occasions during the event.

Event description:
(B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation failed to deliver gas to the patient. There was no patient harm. (B)(4).